Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient had a routine follow-up visit on (B)(6) 2024 and upon interrogation of the ventricular assist device, a driveline fault alarm was noted for a period of several days beginning on 24may2024. It was communicated that the external portion of the driveline did not have any obvious areas of concern. It was further reported that the patient¿s controller was replaced. The submitted log file contained events from 22may2024 through 12jun2024. A driveline fault associated with a yellow wrench advisory was captured at the beginning of the file on 22may2024. The driveline fault appeared to resolve on its own, and no other notable events or alarms were captured for the remainder of the file. The driveline fault did not impact pump function, and the pump operated as intended above the low-speed limit (lsl) for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for heartmate ii, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU, is currently available. Section 7 of the IFU, "alarms and troubleshooting", outlines system controller alarms, including driveline faults, as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no further driveline faults reported following the controller exchange.

Event description:
It was reported that the patient was seen for a routine follow up and was noted to have driveline (dl) fault alarms present on ventricular assist device (vad) interrogation for a period of several days beginning 24may2024. They external portion of the driveline did not have any obvious areas of concern. Log files were sent for review. The log files captured dl fault events from the from the beginning of the data capture on 22may2024 and continued until 25may2024 when they were resolved. There were no further dl faults noted for the remainder of the log file. The wire values during the dl fault events showed the non-monitored wires for phase 1 and 2 to be having an issue. Phase 3 was at baseline. On 25may2024 the wire values were all at similar number and the dl faults resolved.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
A4: patient weight added. B5: additional event information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The controller was replaced. No troubleshooting was performed. MFR# 2916596-2024-04833 (controller replacement).